Manufacturer narrative:
The device labeling addresses the reported event by including ulceration in the list of potential risks. The device labeling also warns that "failure of patients to take prescribed daily proton pump inhibitor medication increases the risk of gastric ulceration or perforation." The device is contraindicated for "patients who are unable or unwilling to take prescribed proton pump inhibitor medication for the duration of the device implant."

Event description:
Patient with balloon placed (B)(6) 2015 presented at ER with ugi bleed on (B)(6) 2016. Egd on (B)(6) 2016 confirmed ulcer at incisura, treated with epinephrine and endoclips. Patient was discharged on (B)(6) 2016 and had balloon removed on (B)(6) 2016 by implanting physician. Patient reported that she had not been compliant with instructions and had stopped taking daily proton pump inhibitor medication 3 months after balloon placement, rather than complete the full 6-month course of medication as prescribed.